Event description:
It was reported that a right atrial (ra) lead dislodged confirmed via x-ray. The physician repositioned the lead on the same day. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead dislodged confirmed via x-ray. The physician removed the lead and repositioned the same day. No additional adverse patient effects were reported. Subsequently, additional information was received indicating recurrence of lead dislodgement. Lead was repositioned. No additional adverse patient effects were reported.